Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
(B)(4) evaluation summary: the complaint of svo2 incorrect and drift was not verified. However, cable failed invitro calibration due to a broken e6 wire connection. Tha faulty cable was scrapped. No additional actions will be taken at this time.

Event description:
Reportedly, the svo2 readings were incorrect; the readings stopped and started and drifted off. The om2 cable was changed and the problem was resolved. The product was expected for return, however at this time it has not yet been received.